Event description:
Pt status post construct implantation approx (B)(6) 2011 returned to surgeon for post op visit on an unk date. X-rays showed a locking cap of a pedicle screw appears to have come off the screw. Surgeon is monitoring the pt and had no plans to revise the pt at this time. This is 3 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.